Event description:
It was reported that the patient was found to be bradycardic due to no capture on the right ventricular lead. The lead was revised and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.